Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("severe abnormal/ heavy uterine bleeding") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On (B)(6) 2012, 762 days after starting essure, the patient experienced menorrhagia ("complained of heavy bleeding where she passes clots during cycles that last 5 to 9 days"). On (B)(6) 2012, the patient experienced lip swelling ("lips swelling") and pruritus ("itching of her face"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/cramping"), urticaria ("rashes/ hives"), swelling face ("swelling of face and lips"), menstrual disorder ("abnormal cycles"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("intermenstrual spotting (break through spotting)") and menstruation irregular ("irregular cycles"). The patient was treated with total laparoscopic hysterectomy, and bilateral salpingectomy on (B)(6) 2012. Essure was withdrawn. At the time of the report, the pelvic pain and urticaria had not resolved and the uterine haemorrhage, menorrhagia, abdominal pain, swelling face, menstrual disorder, dysmenorrhoea, metrorrhagia, menstruation irregular, lip swelling and pruritus outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage, menorrhagia, abdominal pain, urticaria, swelling face, menstrual disorder, dysmenorrhoea, metrorrhagia, menstruation irregular, lip swelling and pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was demonstrated bilateral tubal occlusion. On (B)(6) 2011: saline infusion sonogram result was demonstrated no abnormalities and ultrasound pelvis result was demonstrated no abnormalities. An endovaginal ultrasound was performed to evaluate her symptoms. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and severe abnormal/ heavy uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 2 years and 4 months after insertion. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("complained of heavy bleeding where she passes clots during cycles that last 5 to 9 days"), 2 years 1 month after insertion of essure. On (B)(6) 2012, the patient experienced lip swelling ("lips swelling") and pruritus ("itching of her face"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("severe abnormal/ heavy uterine bleeding"), abdominal pain ("abdominal pain/cramping"), urticaria ("rashes/ hives"), swelling face ("swelling of face and lips"), swelling lips ("swelling of face and lips"), menstrual disorder ("abnormal cycles"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("intermenstrual spotting (break through spotting)"), menstruation irregular ("irregular cycles"), autoimmune disorder ("autoimmune disorder nos") and hypersensitivity ("hypersensitivity "). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and urticaria had not resolved and the uterine haemorrhage, menorrhagia, abdominal pain, swelling face, swelling lips, menstrual disorder, dysmenorrhoea, metrorrhagia, menstruation irregular, lip swelling, pruritus, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, hypersensitivity, lip swelling, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, pelvic pain, pruritus, swelling face, urticaria, uterine haemorrhage and swelling lips to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: demonstrated bilateral tubal occlusion. Saline infusion sonogram - on (B)(6) 2011: results: demonstrated no abnormalities. Ultrasound pelvis - on (B)(6) 2011: results: demonstrated no abnormalities. Diagnostic results: an endovaginal ultrasound was performed to evaluate her symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases ¡s not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received- new event autoimmune disorder and hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 676819-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("complained of heavy bleeding where she passes clots during cycles that last 5 to 9 days"), 2 years 1 month after insertion of essure. On (B)(6) 2012, the patient experienced lip swelling ("lips swelling") and pruritus ("itching of her face"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("severe abnormal/ heavy uterine bleeding"), abdominal pain ("abdominal pain/cramping"), urticaria ("rashes/ hives"), swelling face ("swelling of face and lips"), swelling lips ("swelling of face and lips"), menstrual disorder ("abnormal cycles"), dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("intermenstrual spotting (break through spotting)"), menstruation irregular ("irregular cycles"), autoimmune disorder ("autoimmune disorder nos") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and urticaria had not resolved and the abnormal uterine bleeding, heavy menstrual bleeding, abdominal pain, swelling face, swelling lips, menstrual disorder, dysmenorrhoea, intermenstrual bleeding, menstruation irregular, lip swelling, pruritus, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, lip swelling, menstrual disorder, menstruation irregular, pelvic pain, pruritus, swelling face, urticaria and swelling lips to be related to essure. The reporter commented: no. Of trailing coils : right ¿ 04; left - 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: demonstrated bilateral tubal occlusion. Saline infusion sonogram - on (B)(6) 2011: results: demonstrated no abnormalities. Ultrasound pelvis - on (B)(6) 2011: results: demonstrated no abnormalities. Diagnostic results: an endovaginal ultrasound was performed to evaluate her symptoms. Lot number reported (676819) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 676819) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("complained of heavy bleeding where she passes clots during cycles that last 5 to 9 days"), 2 years 1 month after insertion of essure. On (B)(6) 2012, the patient experienced lip swelling ("lips swelling") and pruritus ("itching of her face"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("severe abnormal/ heavy uterine bleeding"), abdominal pain ("abdominal pain/cramping"), urticaria ("rashes/ hives"), swelling face ("swelling of face and lips"), swelling lips ("swelling of face and lips"), menstrual disorder ("abnormal cycles"), dysmenorrhoea ("dysmenorrhea"), intermenstrual bleeding ("intermenstrual spotting (break through spotting)"), menstruation irregular ("irregular cycles"), autoimmune disorder ("autoimmune disorder nos") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and urticaria had not resolved and the abnormal uterine bleeding, heavy menstrual bleeding, abdominal pain, swelling face, swelling lips, menstrual disorder, dysmenorrhoea, intermenstrual bleeding, menstruation irregular, lip swelling, pruritus, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, autoimmune disorder, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, lip swelling, menstrual disorder, menstruation irregular, pelvic pain, pruritus, swelling face, urticaria and swelling lips to be related to essure. The reporter commented: no. Of trailing coils : right ¿ 04; left - 03. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: demonstrated bilateral tubal occlusion. Saline infusion sonogram - on (B)(6) 2011: results: demonstrated no abnormalities. Ultrasound pelvis - on (B)(6) 2011: results: demonstrated no abnormalities. Diagnostic results: an endovaginal ultrasound was performed to evaluate her symptoms. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, lot number,other relevant history and reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("complained of heavy bleeding where she passes clots during cycles that last 5 to 9 days"), 2 years 1 month after insertion of essure. On (B)(6) 2012, the patient experienced lip swelling ("lips swelling") and pruritus ("itching of her face"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("severe abnormal/ heavy uterine bleeding"), abdominal pain ("abdominal pain/cramping"), urticaria ("rashes/ hives"), swelling face ("swelling of face and lips"), swelling lips ("swelling of face and lips"), menstrual disorder ("abnormal cycles"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("intermenstrual spotting (break through spotting)"), menstruation irregular ("irregular cycles"), autoimmune disorder ("autoimmune disorder nos") and hypersensitivity ("hypersensitivity "). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and urticaria had not resolved and the uterine haemorrhage, menorrhagia, abdominal pain, swelling face, swelling lips, menstrual disorder, dysmenorrhoea, metrorrhagia, menstruation irregular, lip swelling, pruritus, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, hypersensitivity, lip swelling, menorrhagia, menstrual disorder, menstruation irregular, metrorrhagia, pelvic pain, pruritus, swelling face, urticaria, uterine haemorrhage and swelling lips to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: demonstrated bilateral tubal occlusion. Saline infusion sonogram - on (B)(6) 2011: results: demonstrated no abnormalities. Ultrasound pelvis - on (B)(6) 2011: results: demonstrated no abnormalities. Diagnostic results: an endovaginal ultrasound was performed to evaluate her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and severe abnormal/ heavy uterine bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 2 years and 4 months after insertion. Chronic pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.